Event description:
It was reported that balloon rupture occurred. The patient presented with deep vein thrombosis. A 12.0 x80, 75cm charger balloon catheter was advanced to the lesion located in the left popliteal vein. The balloon was inflated, but it was noted that the balloon would not inflate. After pressure was released it was observed that there was blood in the connection tube of the pump. The balloon was removed and was inflated outside of the patient. It was observed that the balloon was leaking liquid. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and a pinhole leak was identified 12mm distal from proximal markerband. No other issues were noted. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. The rated burst pressure is 12 atmospheres as per print on the hub. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The patient presented with deep vein thrombosis. A 12.0 x80, 75cm charger balloon catheter was advanced to the lesion located in the left popliteal vein. The balloon was inflated, but it was noted that the balloon would not inflate. After pressure was released it was observed that there was blood in the connection tube of the pump. The balloon was removed and was inflated outside of the patient. It was observed that the balloon was leaking liquid. The procedure was completed with a different device. There were no patient patient complications nor injuries reported.